Event description:
Information received indicated the brake casters and brake/steer caster would not hold when the brakes were set.

Manufacturer narrative:
The hill-rom technician replaced the brake/steer caster and adjusted the brake caster to resolve the issue.